Event description:
A 60-yr-0ld male had undergone emergency cardiac catheterization after arriving in the emergency room in cardiogenic shock. Pt was found to have severe coronary disease including left main disease and was taken to surgery on an urgent basis. He underwent emergency coronary bypass surgery on 2/27 and on the evening of 2/28, the femoral arterial and venous sheaths were removed from the right femoral artery and vein. There was a lot of difficulty in removing these sheaths and when the sheaths were ultimately removed, the arterial one came out intact, but the venous sheath broke in half. The x-ray showed that the sheath was in the region of the femoral vein. Staff localized the sheath with local exploration in the intensive care unit after a great deal of difficulty. The dissection was carried down beneath the inguinal ligament and then it became apparent that the sheath had partially penetrated the arterial wall as well as the venous wall. The remnant of the sheath was removed, but a great deal of arterial bleeding was then present. When staff could not adequately visualize the site of bleeding while in the intensive care unit, the pt was taken to the operating room for a more extensive exploration and control of bleeding.